Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for the treatment of spinal pain. It was reported that the connector pin was damaged. The connector pin on the desktop charger would only plug in backwards. A replacement desktop charger was sent. Additional information received on (B)(6) 2017 reported that the recharger still does not work with the replacement desktop charger, and it would not connect with the implantable neurostimulator at all. The patient was getting boxes, but they were all empty. The patient did not like the system. A replacement recharger was sent. No complications were reported/expected. Additional information was received from a consumer regarding the patient on (B)(6) 2017. The patient had made the manufacturer representative aware of charging issues on (B)(6) 2017. It was reported that a manufacturer representative had been working with the patient on an implantable neurostimulator recharger that was not working. The patient had the implantable neurostimulator recharger and desktop charger replaced and was still unable to recharge her device. The patient stated that her battery ¿won¿t charge at all.¿ the manufacturer representative had told the patient that her battery may be flipped and that is why it won¿t charge. No patient symptoms or complications were reported. Additional information was received from the manufacturer representative (rep) on 2017-apr-03. It was reported that they had met with the patient to troubleshoot but were not able to get more than 2 coupling bars. The rep did an impedance check as well. The patient was sent to get x-rays last friday ((B)(6) 2017). There was conflicting information from the rep stating the ins was in the right position and was functional. After speaking with technical services, it was later reported that the x-ray confirmed that the ins was flipped. It was reported that the patient had lost a lot of weight quickly and had very loose skin. A pocket revision was suggested and it was reported this would be the second pocket revision for the same issue. Information regarding this previous pocket revision was previously reported in regulatory report # 3004209178-2016-24036. The rep was redirected to the managing healthcare professional (hcp). The rep stated the patient had a follow up appointment to see the hcp on (B)(6) 2017 to discuss options. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was getting their ins replaced on (B)(6) 2017 when the doctor noticed clear fluid in the pocket and had a gram stain done. The original ins was removed and a new ins was implanted before the lab results came back indicating an infection. The new ins which had just been implanted was then explanted. It was noted that at the time of the report the patient only had leads still implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: 97714 (B)(6) implanted: (B)(6)2017 explanted: (B)(6)2017 product type implantable neurostimulator product ID 977a260 (B)(4) implanted: (B)(6)2015 product type lead product ID 977a260 (B)(4) implanted: (B)(6)2015 explanted:(B)(6) 2017 product type lead (B)(4) are applied to the two leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they needed a MRI of the knee but the MRI facility did not want to perform the MRI because the patient still had a lead implanted. The patient reported that they had an ins explanted and replaced on (B)(6) 2017. The patient stated they popped my battery or something so the replacement battery and one of the two leads were removed on (B)(6) 2017, and the second lead was left implanted. This contradicts what was previously reported - that the patient had a full system explant. The patient stated they did not know the reason why the lead was left in. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). After the rep checked with the office, there was no evidence of infection at that time. The office and patient have not decided to r e-implant device at this time. The patient is not wanting any more surgeries. No further patient symptoms or complications were reported in this event.